Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 9th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported testing his bg with his dario meter immediately after having his bg tested at his doctor's office. The user reported a 20 mg/dl difference between the bg readings.